Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an episode, the physician suspected that therapy was inappropriate. Data was provided for analysis but the data that was sent does not contain any s-ICD data, but different ECG strips from several different patients. The patient was then called in again to store the data on the programmer. However, the it of the clinic was very strict when it comes to data export and sending data, the physician had been given an it approve usb, but this usb was no longer recognized by the computer as soon as it was connected to the programmer. As of today, no data has been provided for review. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that during a follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an episode, the physician suspected that therapy was inappropriate. Data was provided for analysis but the data that was sent does not contain any s-ICD data, but different ECG strips from several different patients. The patient was then called in again to store the data on the programmer. However, the it of the clinic was very strict when it comes to data export and sending data, the physician had been given an it approve usb, but this usb was no longer recognized by the computer as soon as it was connected to the programmer. Additionally, new data was provided for review, but analysis not begun. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that during a follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an episode, the physician suspected that therapy was inappropriate. Data was provided for analysis but the data that was sent does not contain any s-ICD data, but different ECG strips from several different patients. The patient was then called in again to store the data on the programmer. However, the it of the clinic was very strict when it comes to data export and sending data, the physician had been given an it approve usb, but this usb was no longer recognized by the computer as soon as it was connected to the programmer. At this time, no valid data has been provided for review. No adverse patient effects were reported. This device remains in-service.